Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a low blood glucose event after administering a manual 10-unit insulin injection shortly after disconnecting from the ilet pump, with reports confirming a significant glucose drop and that the pump suspended insulin delivery while glucose was low; education and troubleshooting were provided, including advising consultation with the healthcare provider for updated manual dosing guidance and recommending waiting two hours before manual injections after disconnecting. Symptoms included hypoglycemia with a lowest reported glucose of 53 mg/dl. Outcomes included the need for urgent low glucose intervention and self-treatment with oral carbohydrates, after which glucose stabilized to 106 mg/dl. Investigation included assessment of event chronology, device behavior during hypoglycemia, and user guidance on manual dosing and timing. Investigation of this case revealed no device malfunction and suggested that the manual insulin dose and timing were contributory to the hypoglycemic event. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.